Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested with the elecsys ft4 ii assay on a cobas e 411 immunoassay analyzer. The erroneous results were not reported outside of the laboratory. There were no instrument alarms. The first sample initially resulted with a ft4 value of > 100 pmol/l, which repeated as 15.94 pmol/l. The second sample initially resulted with a ft4 value of > 100 pmol/l, which repeated as 18.79 pmol/l. No adverse events were alleged to have occurred with the patients. The ft4 reagent lot number was 270341. The reagent expiration date was asked for, but not provided. Quality controls were ok. The provided calibration signals were slightly lower than expected. A general reagent or instrument issue could not be identified. The investigation could not identify a product problem. The cause of the event could not be determined.